Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced fluctuating high and low blood glucose readings and leaks on the reservoir. The customer had high reading of 489 mg/dl and treated with injection. The customer had gastroparesis and her blood glucose went down to 45 mg/dl. The customer treated with orange juice. The customer mentioned leaks at the top of the reservoir tubing. The product was not returned for analysis.